Event description:
The customer obtained biased total beta-hcg results on a patient sample and quality control samples. The biased results were not reported to the physician. There was no report of patient harm as a result of this event.